Manufacturer narrative:
Product analysis: analysis identified that the output encoder turns hard, it was out of mechanical specification. All found defective parts were replaced and all other identified issues were resolved. The external pulse generator (epg) passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for test and calibration, and subsequently tested out of specification during the analysis. There was no patient involvement.